Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with naked eye noted the female connector was separated from the main body. The reported condition was verified. The cause was determined to be manufacturing related caused by inadequate solvent onto the insert chip during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) slightly separated from the main body (light blue) of a transfer set. This issue occurred during patient use for peritoneal dialysis therapy. The nurse changed out the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.